Event description:
The hosp reported that towards the end of an endoscopic vein harvesting procedure, the harvester removed the hemopro tissue welder from the pt's leg and noticed that the jaw boot detached and fell off next to the blunt tip trocar (btt) short port. The btt short port was removed and the part was retrieved through the original incision. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).